Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown, item number: unknown, item name: unknown head, lot #: unknown, item number: unknown, item name: unknown liner, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was report patient underwent right total hip arthroplasty. Patient experienced pain and discomfort one day post implantation after falling in the parking lot after discharge. Patient underwent right hip open reduction and internal fixation with revision approximately one day post-implantation due to periprosthetic fracture.

Manufacturer narrative:
No device was returned for evaluation. Review of provided operative notes confirm the reported patient bone fracture, which indicate the patient fell one day post op. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The root cause is attributed to the patient fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.